Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, white foreign material was confirmed in the patient's eye while using the cartridge during surgery. The white foreign material was removed during the same procedure. The surgery was completed. Additional information has been requested.